Event description:
This patient recently passed away as a result of a myocardial infarction. Additional was received that thd guidant device had been replaced in 2002 and replaced with a competitor device. This patient expired after the competitor device had been implanted.